Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder leg beneath the twist clamp. A broken occluder leg would result in fluid flowing through the set with the twist clamp closed. The reported condition was verified. The cause of the condition was undetermined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.